Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to have a cracked water tank cover, wear and tear damaged enclosure and front cover, and an outdated pcb and power switch. The reported customer complaint was confirmed through visual inspection; no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source has been determined to be user interface, as the device had been dropped or the tank cover screws were over-tightened.

Event description:
It was reported that the device had a cracked reservoir tank cover. No adverse effects reported.